Event description:
Unomedical reference number (B)(4). Event occurred in the sweden. Patient's teacher reported occlusion resulting in high bg of 23.4 mmol/l. Patient is 6 years old. No further information available.

Manufacturer narrative:
E1 patient city- (B)(6). Patient country- sweden.